Manufacturer narrative:
Corrected data: h6. Annex a code a01 was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the release of the transcatheter aortic valve, the valve slipped into the ventricle by 15 millimeter (mm), resulting in aortic regurgitation with a diastolic pressure of 40 millimeters of mercury (mm hg). The valve was fixed with a snare and repositioned to a higher position (approximately -4 to -5mm), with diastolic pressure improving to 70mmhg. A non-medtronic valve was subsequently implanted.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: seven intraprocedural fluoroscopic media files and six images from the patient¿s executive summary were provided for review, which allowed partial anatomical assessment. The patient¿s aortic valve appeared to be moderately calcified with an annulus perimeter that measured 92.5mm with a perimeter derived diameter of 29.5mm suggesting a 34mm valve. The left ventricular outflow tract (lvot) flared measuring 94.1mm. Assuming adequate position of the reference pigtail catheter, depth appeared to be approximately 5mm on the non-coronary cusp (ncc). An angiogram performed in the lao view revealed a depth on the left coronary cusp (lcc) of 3mm. As stated in the instructions for use (IFU): the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. The depth was deemed acceptable, and the valve was released. The subsequent angiogram revealed that the valve dislodged ventricular which resulted in significant aortic regurgitation. A snare was used to reposition the valve and secure it in position so a non-medtronic valve could be implanted. It is possible that the flared lvot could have contributed to the dislodgement; however, due to limited evidence cause of the ventricular dislodgement is not fully understood. As listed in the IFU: potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the release of the transcatheter aortic valve, the valve slipped into the ventricle by 15 millimeter (mm), resulting in aortic regurgitation with a diastolic pressure of 40 millimeters of mercury (mm hg). The valve was fixed with a snare and repositioned to a higher position (approximately -4 to -5mm), with diastolic pressure improving to 70mmhg. A non-medtronic valve (edwards 29+2) was subsequently implanted. Additional information was received that a pre-implant balloon dilation was performed with a 24 mm non-medtronic (vacs 2) balloon. A medtronic (confida) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was by 2-3 mm. Severe central aortic regurgitation occurred. The patient's large anatomy was reported to contribute to the dislodgment.